Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing would not attach to the connector. The site location was patient's abdomen and the pump was located on the same side. The infusion had been used for less than an hour. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.